Event description:
Dupplex showed no definite flow in left renal artery and stent that was previously placed could not be identified. Aortogram performed later that day showed widely patent stent in left renal artery with delayed flow to left kidney.